Manufacturer narrative:
A follow up will submitted when additional information become available.

Event description:
It was reported that the bubble sensor was not functional. The failure occurred during use. No harm to any person has been reported. Any bubble detecting issue can lead to a pump stop during treatment if the interventions were set by the user. Therefore a report is required. Complaint ID:(B)(4).

Manufacturer narrative:
It was reported that the flow/bubble sensor was not functional. The failure occurred during use. No harm to any person has been reported. Any bubble detecting issue can lead to a pump stop during treatment if the interventions were set by the user. Therefore a report is required. A getinge field service technician (fst) was sent for investigation. It could be confirmed, that the flow/bubble sensor showed damaged/bent male pins in the connector. A new flow/bubble sensor was quoted to the customer and will be replaced after approval. The fst performed safety, calibration, and functionality checks to factory specifications with another flow/bubble sensor. All function tests are passed. The root cause were damaged/bent pins, which lead to the reported failure.a similar case was reviewed by getinge life-cycle-engineering with the result that the most probable root causes are:- pin grid was damaged- the connector was pushed with a lot of force into the port.thus, the most probable root cause could be determined as rough handling.due to the age of the device and this component flow/bubble sensor, age related aspects can be considered as well.according to the instructions for use (IFU), chapters "monitoring and sensors" and "bubble monitoring: function test" the venous bubble sensor and the arterial flow/bubble sensor have to be tested before each use. The cardiohelp has a flow/bubble sensor for bubble detection. The venous bubble sensor is optional and for additional bubble detection.according to the IFU of the cardiohelp (chapter "cleaning and disinfection", the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore in chapter "connecting the sensors", it is stated that the sensors must be kept clean.the device was manufactured on 2019-05-13.the review of the non-conformities has been performed on 2025-10-09 for the period of 2019-05-13 to 2025-09-23. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas.based on the results the reported failure "flow/bubble sensor was not functional" could be confirmed. This complaint was found in the database of customer complaints for the cardiohelp device as a single event (timeframe from 024-09-23 till 2025-09-23)the customer will be informed about the results by the getinge sales and service unit.the occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).